Manufacturer narrative:
The actual sample was not available for eval.

Event description:
In 2008, a customer contacted baxter technical service center regarding a system error 2240 (air in line) alarm during a previous therapy while using the homechoice system. The home patient (hp) had already discarded the supplies prior to the call. The hp had also rec'd a check supply line alarm during prime while trying to get back into therapy after the 2240 and 2367 alarms. The technical service rep (tsr) explained both alarms as well as instructed the hp to call baxter technical services when dealing with a 2240 alarm. The tsr explained the hp would have needed to start over with new supplies. The tsr also instructed the hp to contact his nurse. On 10/16/08, the hp's nurse was contacted and stated that the hp developed an infection on four days after the original date. On the following month, the nurse was contacted to follow-up on the infection reported. The nurse indicated the hp was taken to the hospital on four days after the original date with abdominal pain and cloudy effluent and was diagnosed with peritonitis. The nurse was not sure if there was a break in aseptic technique; however, the hp has been retrained on it. According to the nurse, the cause of the problem was intestine-related, based on the organism identified. The cell count info was not available but the effluent culture taken identified klebsiella as the causative organism. The hp had his catheter removed, was discharged from the hospital on five days later, and is now on hemodialysis. The hp reportedly recovered from this peritonitis episode on the same day.